Event description:
It was reported that the insulin pump had an error alarm during the prime process. It was stated that the insulin pump was stored without the battery for an extended period of time, and a different error alarm occurred before programming the temporary basal. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Unable to confirm other error alarm.